Event description:
Customer reported that during gantry tilt the covers are loose. There was no report of death or serious injury.

Manufacturer narrative:
During use the front cover started to open because it was not properly secured. This caused the safety interlock switch to open which disabled motion and prevented x-ray generation. There is no risk to the pt/operator, as the cover safety switch is implemented to prevent the system from operating with the cover open, preventing access to potentially hazardous motion and electronics. (B)(4).